Event description:
It was reported the patient presented in clinic with syncope. Upon interrogation, it was observed that the pacemaker exhibited backup vvi pacing. The device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. No programming changes were made. The patient was stable.

Manufacturer narrative:
The reported event of back-up operation could not be confirmed. As received, the device output and telemetry were not available. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery prematurely. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.